Event description:
The customer reported that the system will not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The customer cancelled the service call.